Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.note: blank fields on this form indicate information that is unknown, unavailable or unchanged

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a tibial shaft fracture and was implanted with plate and screws date unknown. About 12 months from the operation, the patient felt pain in the area of the plate. Patient returned to o.r. On (B)(6) 2013 for removal. The locking screws were not removed, and the surgeon tried head drilling operation by using the carbide drill bit. The torque of the power tool became insufficient, and cutting failed. This happened with a second carbide drill bit. The plate and 5 locking screws were still in a state of being retained in the body. Therefore, the operations initial purpose such as removal of the plate could not be accomplished for impingement of the plates soft tissue. Patient will have a follow-up examination, and a re-operation has been under consideration. This complaint is on the 5 unknown screws. This is 4 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on 5 screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.